Event description:
The treating physician reached out to the cook sales rep asking if type 3 endoleaks are common in zfen. He had a patient that presented with rupture and passed. The sales rep was able to obtain the images and observed that in a scan from july the distal and proximal components were nearly separated, though there was no endoleak present at the time.

Event description:
The treating physician reached out to the cook sales rep asking if type 3 endoleaks are common in zfen. He had a patient that presented with rupture and passed.the sales rep was able to obtain the images, and observed that in a scan from (B)(6) the distal and proximal components were nearly separated, though there was no endoleak present at the time.

Manufacturer narrative:
The graft remains in situ and therefore was not returned for evaluation. However, a single still image was provided and reviewed by clinical personnel, and the following was determined "this sounds like a case of graft separations, but the image is not clear as to where the ends of the two zfen components actually are. The original zfen implant seems to have been in 2016. Typically, in the cases we¿ve seen, it has been several years post-implant, in big aneurysms, and showing marked bowing of the endograft in one direction. This can be seen in the picture we have ¿ marked anterior bowing of the graft. The USA-specification grafts have a slip fit at the overlap, due to the diameter of the distal end of the zfen-p and the proximal end of the zfen-d being the same (24mm)". Review of the device history record for lot number ac974721 found that the work order appeared complete and the quality control inspection was verified to ensure that the device passed inspection. There were no related temporary deviations or related non-conformances in place at the time of manufacture. Review of specifications found that upon reviewing the photos taken of the complaint device during manufacture, it appears that the device was manufactured to specification. Review of the instructions for use (IFU) supplied with the device found it to contain appropriate warnings, precautions, and instructions to the user, including: 4. Warnings and precautions. 4.1 general use information. The long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth, patency of vessels accommodated by a fenestration/scallop, or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is recommended, including: 1) abdominal radiographs to examine device integrity (separation between components, stent fracture or barb separation) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. 4.2 patient selection, treatment and follow-up key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (> 45 degrees for infrarenal neck to axis of aaa or > 45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<4 mm); greater than 10% increase in diameter over 15 mm of proximal aortic neck length; and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conducive to graft migration. 5. Adverse events potential adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion. 11.4.8 distal bifurcated body placement repeat angiogram to verify: - the degree of overlap with proximal body (no less than 2 stents) - the position of the contralateral limb - the position of the ipsilateral iliac limb with respect to the common iliac bifurcation." And "reposition distal bifurcated body as required." Based on the information provided, a definitive root cause could not be determined from the investigation. It is possible that the following may have contributed to the occurrence: inadequate diameter tolerance to ensure interference at overlap, inadequate separation force, patient-related factors. Should additional information or imaging be received at any time in the future, the new information/imaging shall be reviewed, and an additional report may be submitted.